Manufacturer narrative:
Result: the px slim delivery microcatheter (px slim) strain relief pitch was offset. The strain relief was unwound to reveal that the catheter shaft was kinked underneath the strain relief approximately 2.5 cm from the hub. Conclusion: evaluation of the returned device revealed it was kinked underneath the strain relief. This type of damage typically occurs due to improper handling during preparation or use. If the px slim is manipulated forcefully during removal from the packaging hoop or insertion into the patient, damage such as this may occur. The pc400 coils mentioned in the complaint were not returned for evaluation. Px slim devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2015-01080; 3005168196-2015-01081.

Event description:
The patient was undergoing a coil embolization procedure in the right femoral artery using penumbra coil 400 coils (pc 400 coils) and a px slim delivery microcatheter (px slim). During the procedure, the physician successfully delivered two pc400 coils into the aneurysm. However, while advancing a new pc400 coil through the px slim, the physician met resistance and withdrew the pc400 coil. The physician then successfully advanced another manufacturer's guidewire through the px slim and made an attempt to advance a new pc400 coil through the px slim. However, the physician met resistance again and removed both the pc400 coil and the px slim. The procedure was successfully completed using a new px slim and new pc400 coils. There was no report of an adverse effect to the patient.